Event description:
It was reported that after a da vinci-assisted surgical procedure, the jaw was broken on the megasuturecut needle driver. There is no further information available. Isi followed up with the initial reporter and obtained the following additional information: per customer, the instrument was inspected prior to use, and it has been returned for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip tip at the base of the grip. A piece approximately 0.1745" x 0.0650" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.